Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Visual inspection: since the involved device was not returned, it was impossible to analyze. In manufacturing process of our company, we perform visual inspections toward all zizai at packaging. The device history records of the lot 251002078 were reviewed, and no abnormalities were found. Since the involved device was not returned and no abnormalities were found in the investigation, we could not identify the cause of the stretch of product.

Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo medical corporation received the reported information. While manipulating the device within the blood vessel, it broke. Subsequently, the guidewire penetrated the side wall of the catheter.